Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead was dislodged into the left atrium associated with high thresholds. The atrial lead dislodgement was confirmed under transesophageal echocardiogram (tee). The physician elected to explant the atrial lead and a new lead was replaced. However, throughout the procedure, the physician observed tissue growth holding both the chronic atrial and right ventricle (rv) leads. Upon the laser extraction of the atrial lead, the rv lead insulation had damaged which had led to failure to capture and failure to sense. It was observed via diagnostic imaging and visual examination on the rv lead insulation damaged. Subsequently, the rv lead was explanted by the physician. A new lead was replaced at the rv position. The patient had no consequences throughout.